Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve, presented with high gradients. The patient died while waiting for corrective surgery, reportedly due to endocarditis. No further details were provided.

Manufacturer narrative:
Method: device serial number not provided. Unable to review device history. Results code: other - device not returned. Conclusion code: other - cause of event cannot be determined. Analysis: the valve was not returned to medtronic for evaluation, therefore, no analysis could be performed. Conclusion: medtronic has requested additional information regarding this event, however, no further information has been received. Without the return of the valve, no definitive conclusions can be drawn regarding the performance of the valve. The report of endocarditis leads us to believe this was the cause of the patient's death.